Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The fuse was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unresponsive upon boot up and no line power light was displayed on the mobile viewing station (mvs) and the mvs was not turning on. There was no patient present.